Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safety valve slipped out of catheter. Patient slipped emergency clamp over catheter. No patient harm. Implantation date: (B)(6) 2015. Safety valve had to be changed. No patient injury reported.